Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "cone of the nasal connector completely closed. Also others from ve with the same production error." Associated complaints 3003898360-2025-00028, .and (B)(4).

Manufacturer narrative:
Qn#(B)(4). Legal manufacturer corrected for follow up. The customer returned one unit mad100 mad nasal with 3ml syringe for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. A functional inspection was performed on the returned device. The returned syringe was filled with water. Once reconnected to the mad device, only a small amount of water was able to be released when fired. However, the water came out in a continuous stream rather than aspirating. The sample was shipped to the manufacturing site for further evaluation. The manufacturing site confirmed that there is a slight obstruction in the device which prevents it from aspirating properly. The amount of force required to aspirate the device is unacceptable. Device history record review investigation did not show issues related to complaint. The reported complaint of "occlusion - blockage/part stuck" was confirmed based upon the sample received. The device was found to be partially occluded which prevented the device from aspirating properly. The amount of force required to aspirate the device is unacceptable. The root cause of this issue is manufacturing related. Non-conformance has been initiated to further investigate this complaint issue.

Event description:
It was reported that: "cone of the nasal connector completely closed. Also, others from ve with the same production error. There was no patient involved" associated complaints 3003898360-2025-00028, 3003898360-2025-00029 and 1900123838.